Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the necessary steps to remove air from cartridge and overfilled the cartridge. Tandem technical support educated the customer on the proper filling of a cartridge. Customer declined loading new cartridge. There was no reported adverse impact to the customers blood glucose level.